Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a breast reconstruction, on clipping of the vessels, only the second clip fired correctly. There were issues with the loading and firing of the clips and none of the clips were able to load properly into the jaws of the device. They opened another device box to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of five devices. The first, and third instruments were received partially applied. Mic roscopic inspection of the instruments revealed that the jaws were misaligned. Functionally, the instruments were fired once in air and a scissor clip formation was observed. The remaining clips were then fired on test media and scissor clip formation was observed. The jaw and handle moved smoothly through their firing cycles and returned to the open position and each remaining clip loaded properly in the jaws. When the cartridges were empty, the interlocks engaged and prevented the jaw from approximating. The second and fourth instruments were received fully applied. Visual inspection of the instruments revealed no abnormalities. Functionally, the empty cartridges preclude firing evaluation, however, the interlocks were engaged and properly prevented the jaw from approximating. The fifth instrument was received with the yellow wrap around the handles and a full complement of clips. Functionally, the instrument was fired once in air and proper clip formation was confirmed. The remaining clips were then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the misaligned jaws and scissor clip condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.